Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ tip syringe had leakage through the plunger . There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd luer-lok¿ tip syringe had leakage through the plunger . There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, the syringe stopper was observed incorrectly assembled and it was partially detached from the plunger rod. The incorrect assembly of the stopper resulted in leakage when the product was used. A device history record review did not reveal any issues during the production of lot number 1705216p that could have contributed to the observed defect. The observed defect was produced due to a mechanical failure in the assembly station during the assembly process. If the assembly wheels are misaligned or if the stopper is not properly located, incorrect assembly may occur. As no documented issues were found during the manufacturing process, the exact cause cannot be identified. This incident has been reported to the area manager and a project has been opened to further investigate this issue and prevent its recurrence. Investigation conclusion: mechanical failure in assembly station.